Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. Unit received moisture damaged at motor. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she left the insulin pump in full washing machine cycle and the screen looks like a barcode. The insulin pump was vibrating without an alarm or alert. A constant tone was occurring. The display went blank immediately after the insulin pump was exposed to moisture. Customer's blood glucose level was 153 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.